Manufacturer narrative:
The investigation for the console (aic) damage during therapy has been completed. Data logs were not applicable to this event. This console was returned for evaluation and it was confirmed that the gray cover of the front panel optical connector was missing. This confirms the reported failure mode. The envelope (without the test cavity) was noisy, and the (snr) was marginally passing at 2405, unrelated to the reported failure mode. The root cause for missing purge door was most likely use issue. Corrections to the initial MFR report: h5-should have been no. H8-should have been reuse.

Event description:
The user facility reported during impella mechanical circulatory support it was noticed that the automated impella controller (aic) was missing the gray door that covers the impella plug site and replacement of the door was requested. There was no patient harm or indication of interruption in therapy as a result of this event.

Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.